Event description:
It was reported that this system had some intermittent undersensing. The device was near elective replacement time. The doctor elected to test the system prior to replacement. During defibrillation threshold testing, the shock impedance was 130 ohms. A 65j shock was unable to convert the induced arrhythmia. There was a complete loss of sensing post-shock. External shocks were unable to convert the induced arrhythmia. The patient's chest was exposed and another external shock at 360 j with paddles applied anteriorly and posteriorly was successful in restoring sinus rhythm. The system was explanted, followed by implantation of a conventional transvenous dual-chamber defibrillator system. There were no additional adverse patient effects.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
This supplemental report is being filed to provide information for the additional MFR narrative in the h. Device manufacturers only tab. It was reported that this system had some intermittent undersensing. The device was near elective replacement time. The doctor elected to test the system prior to replacement. During defibrillation threshold testing, the shock impedance was 130 ohms. A 65j shock was unable to convert the induced arrhythmia. There was a complete loss of sensing post-shock. External shocks were unable to convert the induced arrhythmia. The patients chest was exposed and another external shock at 360 j with paddles applied anteriorly and posteriorly was successful in restoring sinus rhythm. The system was explanted, followed by implantation of a conventional transvenous dual-chamber defibrillator system. There were no additional adverse patient effects.